Event description:
Customer reported "higher than normal bg levels and suspected a pod issue." Customer had a bg of 441 mg/dl (specific time not reported). She delivered a bolus which lowered her bg to 358 mg/dl. Soon thereafter, the customer experienced a pod error hazard alarm and discarded the pod. The product will be returned for eval.

Manufacturer narrative:
Internal discoloration was found within the returned pod, indicating a possible fluid leak. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and to treat hyperglycemia advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after anther 2 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance. Evidence of this failure mode and cause were found during product lot qualification review. Insulet has initiated an internal investigation into this particular failure mode and has taken multiple actions to minimize and prevent its recurrence. A risk assessment had also been conducted as well as ongoing monitoring to ensure that this level of failure does not exceed action limits (as defined by insulet's internal procedures).